Event description:
The pump returned to the MFR for analysis from a funeral home. The pt expired on (B)(6)2010. The cause of death was reported to be "probably congestive heart failure"; not device related. The pump managing health care provider later reported that the pt had been in the hospital to his death for various reasons, primarily cardiac issues. Per this rptr, the pt's death was not pump related. There were no tests or actions performed on his pump prior to his death.

Manufacturer narrative:
(B)(4). Final analysis of the pump was completed and revealed corrosion with mechanical wear. Residue was seen on both the upper shaft and lower shaft of the rotor magnet and in the rotor magnet's upper and lower bridge jewels. Residue and shaft wear were seen on the lower shaft of gear two and residue was also in its lower bridge jewel. The catheter was also returned. Analysis of the catheter was not possible due to the condition of the catheter upon receipt. The pump contained fentanyl, ms, bupivicaine and ketamine.